Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+2.5/082 (sphere/cylinder/axis), from the lens vial and noticed, while loading, the lens was torn. There was no patient contact. Another same model lens was implanted. The surgeon felt the lens was defective.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim# (B)(4).